Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient tripped over a rug at work and fell and since then her relief from stim has not been the same. Impedance were checked and were within normal range, x-ray showed right lead migrated down 2 contacts. Reprogramming was done to cover 9/10 inner space to recapture relief and issue was resolved. No further complications were reported or anticipated.